Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and gallbladder operation ("gallbladder surgery") in a 40-year-old female patient who had essure (batch no. B30423) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spotting vaginal, missed abortion, vulval itching, vulval burning sensation, spontaneous abortion, d & c, gravida ii and parity 3. Concurrent conditions included overweight and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 20 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced irritable bowel syndrome ("ibs") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gallbladder operation (seriousness criterion medically significant), alopecia ("hair loss"), menorrhagia ("excessive and abnormal bleeding during menstruation"), fatigue ("fatigue") and vaginal infection ("vaginitis"). The patient was treated with surgery (removal of the device / hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and alopecia had resolved and the gallbladder operation, menorrhagia, fatigue, irritable bowel syndrome, vaginal infection, migraine, headache, nausea, depression and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, depression, fatigue, gallbladder operation, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. On (B)(6) 2013: hysterosalpingogram test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "fatigue, ibs, vaginitis, migraines, headaches, nausea, pain, depression, weight loss and gallbladder surgery" were added. Lot number was added. New reporter were added. Historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and gallbladder operation ("gallbladder surgery") in a 40-year-old female patient who had essure (batch no. B30423) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spotting vaginal, missed abortion, vulval itching, vulval burning sensation, spontaneous abortion, d & c, multigravida and parity 3. Concurrent conditions included overweight and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 20 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced irritable bowel syndrome ("ibs") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gallbladder operation (seriousness criterion medically significant), alopecia ("hair loss"), menorrhagia ("excessive and abnormal bleeding during menstruation"), fatigue ("fatigue") and vaginal infection ("vaginitis"). The patient was treated with surgery (removal of the device / hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and alopecia had resolved and the gallbladder operation, menorrhagia, fatigue, irritable bowel syndrome, vaginal infection, migraine, headache, nausea, depression and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, depression, fatigue, gallbladder operation, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. (B)(6) 2013: hysterosalpingogram test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. B30423) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spotting vaginal, missed abortion, vulval itching, vulval burning sensation, spontaneous abortion, d & c, multigravida, parity 3 and hypertension. Previously administered products included for an unreported indication: labetalol and amlodipine. Concurrent conditions included overweight, dysfunctional uterine bleeding, gallbladder disorder, snoring, bone cyst, apnea, right upper quadrant pain, diarrhea, constipation, heartburn, abdominal bloating, rectal bleeding, gastritis, hiatal hernia, foreign body in uterus, any part, irregular periods and paratubal cyst. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 1 month 20 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginitis"). In (B)(6) 2014, the patient experienced depression ("depression / psychological or psychiatric problems ¿ condition: depression") and anxiety ("psychological or psychiatric problems ¿ condition: anxiety"). In (B)(6) 2016, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced weight decreased ("weight loss / weight gain / loss (specify which one) loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction ¿ type: nickel jewelry") and vomiting ("vomiting"). The patient was treated with caffeine, triamcinolone, miconazole nitrate (monistat), fluconazole (diflucan), estrogens conjugated (premarin), rizatriptan, ketorolac, biotin, ondansetron, sucralfate (carafate), sertraline, clonazepam, surgery (hysterectomy and bilateral salpingectomy,) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, alopecia, menorrhagia, fatigue, vaginal infection, nausea, weight decreased, vaginal haemorrhage and pelvic pain had resolved and the irritable bowel syndrome, migraine, headache, depression, allergy to metals, anxiety and vomiting outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. On (B)(6) 2013: hysterosalpingogram test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: migraine, headaches, depression, anxiety, nausea, vomiting, abdominal pain, vaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received: reporters added. Events: abnormal bleeding (vaginal), nickel allergy, anxiety, pelvic pain, vomiting were added. Event onset date and outcome were updated. Concomitant drugs and conditions were added. Historical drugs were added. Auto-narrative supplement added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, alopecia and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia and menorrhagia to be related to essure. Diagnostic results: (B)(6) 2013: hysterosalpingogram test: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report